Event description:
It was reported by service report that the left headend load cell is not working causing the bed exit and scale to be non functional. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.